Event description:
The customer reported via the sales rep that a patient had to have revision surgery following the fracture of the exeter stem. It is further reported that the fracture occurred at the head/neck junction just below the tapered spigot. Further information has been requested from the surgeon.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.